Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and non-malignant pain. Information was reported that the caller stated she was trying to interrogate the patient's ins today via cp today and when she did she saw the following message "system detected invalid data in the device, therapy data may be cleared validation error: 01008?". Upon interrogating the ins from this point, the patient's programming was completely wiped out per caller. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause for the patient's programming being wiped out was not determined. The rep stated that they turned their tablet on and off three times and received the message all three times. The issue has not been resolved.